Manufacturer narrative:
The equipment was examined and tested by an amo field service technician at the clinic location, and the wavescan was found to be operating properly. Daily calibration print-outs for the last several months were reviewed and all were within the device specification. An amo clinical development specialist visited the account to review the clinic's procedures and obtain patient data. Proper acquisition techniques were reviewed with the lead technician and guidance on captures were provided.

Event description:
The clinic reported a pt undergoing refractive vision correction was undercorrected in the left eye. The post-op examination revealed that the pt's ucva was 20/40. The doctor expressed concern that the wavescan measurments did not match the refraction.